Event description:
It was found that the floor mount fastener rail assembly was damaged and was not locking the cot into the ambulance. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.